Event description:
The customer reported that the screen intermittently turns black and the left screen has a burn in.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the xray tube, completed filament calibration and modified the ma limiter file to ensure max/r in regular and boost fluoro mode. He also replaced the left monitor. The unit operates as intended.